Event description:
The patient received a 2.5x18mm and two 3.0x28mm cypher stents in order to treat the restenosis of previously implanted cypher stents. Approximately four months later, the patient had hemodialysis and was found lying in the change room. The pateint was in cardio-respiratory arrest and, so CPR was conducted. However, the patient deceased. Postmortem was not performed.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of several products associated with this event. Please refer to MFR report #'s 9616099-2005-01371, 9616099-2005-01372, 9616099-2005-01373, & 9616099-2007-00645.